Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an acute descending thoracic dissection approx 22 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a two month f/u CT, there was persistent filling of the false lumen distal to the stent graft and a complicated dissection at the level of he visceral arteries which compromised renal flow. Two months post implantation, a 32 x 32 x 150 valiant closed-web stent graft was implanted, and the post-intervention CT showed an expanded true lumen and improved visceral and renal perfusion. The type I endoleak was resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak, dissection), (pre-existing complicated dissection).